Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead exhibited a warning due to unstable thresholds and noise. The lead was reprogrammed to unipolar mode. The lead remains in use. No patient complications have been reported as a result of this event.